Event description:
It was reported that patient faced three infusion sets deployment failure on (B)(6) 2025. The patient was hospitalized due to high blood glucose and received treatment with IV fluids and insulin. The patient replaced infusion set and resumed insulin deliveries successfully after hospitalization.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.